Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The e-motion assist is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. This device is manufactured by invacare but is not sold in the us.

Event description:
There is no general risks for other products in the market. It is a "singularity" due to: the problem was not on the alber or product side. It was a failure of the dealer, who has ordered/used the wrong mounting kit, due to this the anti-tippers weren't secured against rotation of the rear wheel axle. We sent the correct mounting kit to the dealer. The correct kit is in the meantime mounted by dealer, the mounting situation is now safe. We did an analysis together with the dealer and the mother of the patient. The problem was not on the alber or product side. It was a failure of the dealer, who has ordered/used the wrong mounting kit, due to this the anti-tippers weren't secured against rotation on the rear wheel axle.

Event description:
Tilted backwards and the end user received a concussion.

Manufacturer narrative:
There is no general risks for other products in the market. It is a "singularity" due to: the problem was not on the alber or product side. It was a failure of the dealer, who has ordered/used the wrong mounting kit, due to this the anti-tippers weren't secured against rotation of the rear wheel axle. We sent the correct mounting kit to the dealer. The correct kit is in the meantime mounted by dealer, the mounting situation is now safe. We did an analysis together with the dealer and the mother of the patient. The problem was not on the alber or product side. It was a failure of the dealer, who has ordered/used the wrong mounting kit, due to this the anti-tippers weren't secured against rotation on the rear wheel axle.